Event description:
It was reported that a user experienced loss of cgm connectivity after switching to a new phone and attempting to reconnect a freestyle libre 3 plus sensor to the ilet; pairing was established, but the sensor did not produce readings and the user later recalled that the sensor had likely expired overnight, after which a new sensor was started with multiple scan attempts and no error alerts. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose remained in range with the ilet operating in bg run mode. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education to re-establish cgm connection and apply a new sensor. Investigation of this case revealed that the prior sensor was expired and that connection and scanning behavior were consistent with an end-of-life sensor rather than an ilet malfunction. It was concluded that the event was attributable to use of an expired cgm sensor, with the ilet functioning as designed.